Event description:
Reporter wore product about 90 minutes and removed it. A few minutes later, she felt a stinging and saw that a layer of skin was pulled off with removal of patch. Patch was applied on lower abdomen by pelvis. Doctor prescribed a burn cream and told user to cover it for a few days so clothes would not rub against it. User has a scar on application site.

Manufacturer narrative:
May have been irritation or adhesive pulled skin when pad was removed. Waiting for add'l info from consumer.